Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the caller reports patient continues to feels waves of stimulation even when she turns stimulation off, but once she removes the aaa batteries on the controller, her stimulation stops. Caller do not know who manages patient's device. No further complications were reported.